Event description:
It was reported that a control syringe component broke.

Manufacturer narrative:
It was reported that a control syringe component broke. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the top middle portion of the control syringe plunger was noted to have broken off. No physical sample was returned for evaluation. The root cause was determined to be use error where plunger did not appear to have been pushed straight as pushing on the plunger at an angle may likely result in breakage. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.